Manufacturer narrative:
Additional information was received on february 20, 2017 and added to this report. As soon as supplemental information becomes available and an investigation result be available, an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a sulox, head, s, 32/-3.5, taper 12/14 on the left side on (B)(6) 2016.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox-forte kopf 28/-3.5 's' 12/14; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sulox, head, s, 32/-3.5, taper 12/14 on (B)(6) 2016. It was also reported: " there was a breakage of the ceramic head approximately 6 weeks ago." The patient underwent a revision surgery due to breakage of the device on (B)(6) 2017. Additional information has been requested and is currently not available

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): sulox head: lot#: 2845614 ref#: 17.32.05, yield: 103, delivered: 103, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Associated devices: as no lot numbers were provided for the associated devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend was identified. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number, 6 similar events within 6 months for the same item number, 2 similar events for the same lot number. Review of event description: it was reported that a (B)(6) male patient received a left tha (sulox head, metablock stem, allofit shell and durasul inlay) on (B)(6) 2016 and underwent a revision surgery on (B)(6) 2017 due to ceramic head fracture. Review of received data: x-rays: 2 x-rays dated (B)(6) 2017 and 1 x-ray dated (b0(6) 2016, were returned for the investigation. The ap view x-ray dated (B)(6) 2016 shows the overall condition of the left cemented tha. It is not possible to measure the inclination angle of the acetabular shell due to the protective tool for the x-ray. No conspicuous observings in regards to position of the components or radiolucency. The latter lateral view x-rays show that the ceramic head is broken and the pieces are separated from each other. Stem has tilted cranially and is most probably in contact with the metallic shell primary implantation surgery report dated (B)(6) 2016: diagnosis: necrosis at the left as well as right hip. Result: implantation of cemented stem size 8 with acetabular components of ceramic head-pe insert articulation. Operation: the patient has very low bone quality. Size 9 stem did not lead to a pressfit anchorage. For this reason decision made to cement a size 8 stem due to bad bone quality. Stem implanted somewhat deeper so that the leg length can be well balanced. Very soft bone at the acetabular shell center. Later on, in the report, the use of fitmore rasps is stated. Moreover, it is indicated that a metablock size 10 was fixed firmly, however, there was a leg length discrepancy of +1.5 cm and a more difficult reduction due to soft tissue tension. Again the decision was made to go with stem size 8. These two statements make the understanding of the surgical report difficult. It is possible that some information in the report do not belong to this specific report. At the end, no luxation tendency in external rotation and adduction, also not with maximum flexion and internal rotation. The flexion is possible up to 110 °, the rotational movements are free and the abduction is possible up to 40 °. Devices analysis: ceramic head: three large fragments were received. 6.3% of the volume is missing. Inspection of the cone surface and bottom: the large fragments only show secondary metal transfer. No primary metal transfer can be seen on any of the large fragments. None of the fragments contain any part of the bottom of the cone. The fragment identified to be the bottom of the cone shows secondary metal transfer. Inspection of the fracture surface: only the fracture surface of one large fragment (fragment 3) shows significant secondary metal transfer. Inspection of the articulating surface: strong metal transfer on the two other fragments (fragments 1 and 2) is visible. However, since the large parts of the bottom of the cone are missing, the fracture origin could not be identified. Density measurement: the density of the all large fragments was measured to be higher than 3.98 g/cm3, while the specified value is needed to be higher than 3.96 g/cm3. Pe insert: the received durasul alpha insert is significantly deformed. The articulating surface of the insert is worn excessively leading to a circular hole at the bottom. It is assumed that after the ceramic head was broken, the insert came into contact with the stem taper and subsequently higher wear rate started due to the sharp metallic neck contact. The rim of the insert has cuts and scratches, which might have happened during the explantation of the insert. The anchoring surface is covered with small scratches which possibly happened due to the contact with the broken ceramic pieces rubbed in between the metallic shell and the pe insert. Blackish areas on the surface indicates the wear particles coming from the contact between metallic shell and stem. The pole plug is observed to be cut. The indents due to contact with the metallic spikes of the shell are not visible anymore because of the damage on the surface. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: fracture of head due to insufficient material thickness (wrong design) not possible: burst strength testing is validated. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review loss of connection, fracture of ceramic head due to particles between stem and head taper possible: there is no information available whether some particles were observed or not, no revision surgery report was available for review. Therefore cannot be excluded. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing not possible: material pairing is approved by zimmer biomet. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset not possible: size of head diameter and offset is correctly selected. High wear, head fracture due to wrong raw material selection not possible: quality documents for the material have been reviewed. The conformity with specifications has been confirmed. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => possible: no info regarding patient activity is known, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper possible: stem was not used before, however, it is not known if the stem was damaged during the operation. Therefore cannot be excluded. Conclusion summary: the patient underwent a revision surgery due to ceramic head breakage after 8 months in-vivo time. The received post-op x-ray shows the good condition of the components. No problems were observed. However, the primary surgical report indicates that the initially preferred stem was changed to another size of stem due to bone conditions. Moreover, the events in the report seems not in order, which leads to confusion. It is assumed that after the head breakage the stem taper got in contact with the pe insert. This contact possibly led to dislocation of the pe insert. Small broken ceramic pieces went between the metallic shell and the moving pe insert and stated getting rubbed between them. Subsequently the high wear rate of the pe due to stem taper led to a significant hole at the bottom. Thereby the stem taper came in contact with the metallic shell, leading to metallic wear. Since a considerable amount of broken ceramic head pieces were not available, it was not possible to find the origin of fracture. The possible reasons why the head got broken include: particles left between the stem and the head, high patient activity, or patient disregarding limits of the device and damaged stem taper during the primary implantation surgery. Furthermore, the respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform with the specifications. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).